Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v689884, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
A consumer reported they had a "bovey" procedure to remove melanoma on their shoulder on the opposite side of the implantable neurostimulator (ins). During the procedure, the patient felt something and jerked away. The dermatologist said all they would have to do is put a big magnet on the ins, but the patient made them stop because they "felt it in their transmitter." The patient did not have any problems after this and they had seen their managing health care provider (hcp) multiple times. No concerns had come up. The procedure was done in (B)(6) 2015. The patient's indication for use is parkinson's dual.